Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a complete atrioventricular block requiring temporary pacing. During the ablation procedure, a complete atrioventricular (av) block occurred around the his bundle. Pacing was performed temporarily, and the procedure was terminated. The patient returned to the hospital room with temporally pacing. The leads were not connected to carto3. No unwanted pacing occurred. Pacing was conducted for treatment of complete av block. The patient outcome of the adverse event is reported as improved. It was not reported that extended hospitalization was required the physician¿s opinion regarding the cause of this adverse event is that this is procedure related. It was reported that there was no defect in the product itself and not related to biosense webster inc. Product.